Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscus repair, the tip of the needle, ar-12990n, broken when it was inserted into the meniscus. The surgeon made an additional incision in order to retrieve the broken fragment. The surgeon used another of the same device to complete the case. Additional information provided 1/5/21: the additional incision was made behind the knee.